Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary frequency and urinar y/bowel dysfunction. It was reported that they have not had any symptom relief since implant in march. The patient will call back for assistance adjusting settings. Additional information was received from the patient on the same day. The patient called back and repeated therapy issue. Patient stated they "cannot get it regulated". Patient stated "it's not helping me and I'm still peeing. Agent reviewed considerations for therapy optimization. Agent reviewed general programming guidance. Agent walked caller through connecting to ins and increasing stimulation. Patient was able to connect to the ins and increase the amplitude. Patient confirmed they felt the stimulation on their bicycle seat area and it's comfortable. Patient to monitor their symptoms and redirected to the healthcare provider (hcp) if symptoms persist. Additional information was received from the patient on (B)(6) 2026. The patient called back repeating previously reported therapy issue. The patient reported they kept peeing on them self and reported experiencing pain in their rectum and "butt crack". The patient stated their doctor did not know anything about this and patient was redirected to patient services. The agent reviewed therapy overview and considerations. The patient connected with implant on the call and confirmed therapy was on. The patient changed programs on the call and increased stimulation to a comfortable level on new program. The patient confirmed feeling stimulation comfortably in their lower buttock area (clarified bicycle seat area). The patient will monitor their symptoms following therapy adjustment. The patient was redirected to their doctor if the issue persisted. The patient mentioned they had a knee replacement surgery so they are going through a lot.